Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned product evaluated with no problem found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 75-140mg/dl fasting. Verified test strips expire 08/17/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6)2015. Reviewed meter memory: (B)(6). Customers concern: all blood results done on (B)(6) 2015 are running high on the meter. Her medication has not changed, her dietary habits have not changed. Adverse event not reported.